Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: snaring of dislodged stent. Device issue: stent dislodgement. It was reported that the procedure was to treat a heavily calcified lad lesion. After pre-dilatation was performed the promus was advanced again, but could not cross and was removed. Additional ballooning was performed, and the promus was advanced again, but could not cross and was removed. More ballooning was done and the promus was advanced to the lesion site for the 3rd time, at which time the stent dislodged. A balloon catheter was advanced to the site and inflated to help remove the promus stent, but was unsuccessful. A cine of the procedure has been returned for review. A gooseneck snare was successful at removing the stent. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because distributor distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident information. The inability to cross a lesion can be affected by numerous factors. Based on the information received with the complaint, the inability to cross appears to be related to the highly calcified mid-lad lesion. Stent dislodgement can be influenced by many factors, including, but not limited to: incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To help ensure that the stent dislodgment is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. There was no report of any damage to the sds or stent implant prior to use, suggesting that the stent dislodgement was a result of the procedure. In this case, the target lesion was described as highly calcified, which may have contributed to the reported stent dislodgement. Furthermore, since multiple attempts to cross the lesion were made, it is possible that interaction between the stent and lesion affected the stent attachment. Additionally, since the promus sds was re-inserted twice, it should be noted that the promus instructions for use states: "an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter." In this case, it is possible that the multiple attempts to cross the highly calcified lesion and re-insertion of the promus sds contributed to the reported stent dislodgement, and not a product quality deficiency. A cine of the procedure was returned and reviewed by a clinical specialist. The reported multiple attempts to pre-dilate the highly calcified lesion, inflation of the balloon of a dilatation catheter in an attempt to remove the dislodged promus stent, and snaring of the stent was confirmed by the cine review. However, the reported promus stent dislodgement could not be confirmed, as the images for the stent dislodgement were not captured in the cine. The clinical specialist noted that it is possible that interaction between the stent struts and highly calcified lesion contributed to the reported stent dislodgement or that the proximal edge of the stent may have got caught on the guiding catheter tip during retraction.